Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the prograsp forceps instrument did not articulate correctly. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on an in-house system and passed recognition and engagement with no issue. The instrument moved intuitively with full range of motion in all directions, and the grips opened and closed as intended. An observation not reported by the site was that the distal end of main tube had various scratch marks with light material removal. The scratches are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, could cause or contribute to an adverse event, if to recur.